Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from a manufacturer representative reporting patient¿s pain has been resolved. Patient received new controller.

Event description:
Information was received from a manufacturer's representative (rep) and a patient representative (caller) regarding an external device to an implantable neurostimulator (ins) implanted for non-malignant pain indications. It was reported that the patient was having recharging issues for the past couple of months where they had to move the recharger around a bunch to get the recharger to connect to the ins to charge. The rep said the controller would also go blank/unresponsive for the patient. The rep had worked with the patient to recharge in person today and noticed the controller displayed "cable disconnected" when the recharger was plugged into the controller. The rep had also reset the controller and noticed some green corrosion on the contacts of the battery pack today. The rep said ins was clearly on surface of skin and no damage was detected to the recharger pins or the controller port. A replacement recharger and battery pack were sent out. The caller called in and said they got the recharger, and they were anxiously waiting for the battery pack. The caller said the patient was in pain and agony due to the device issues. The manufacturer's patient services specialist (pss) reached out to repair to confirm that the battery pack would be shipped overnight. The rep called back with the patient and stated they had received the replacement battery pack but the controller was still not turning on. The rep stated they were unable to read the controller serial number because it was scratched out. A replacement controller was sent out.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: unknown); product type: 0201-programmer patient; UDI: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.